Event description:
In 2007, in the afternoon, the pt was swimming at a location away from home. He was able to test his blood glucose in the morning; he obtained a result of 113 mg/dl, at 9:37 a.m. He ate breakfast, which consisted of 100 units of carbohydrates and he took 9.5 bolus units. Prior to swimming, he attempted to test, but he obtained the error 5 message. After swimming (at 11:30 a.m.), when the pt went back to his car, he attempted to test his blood glucose, but the meter only displayed an error 5 message. He had no symptoms at this time. Because he could not test on the meter, he decided to have his wife drive home. After about 15 minutes in the car, the pt felt hypoglycemic symptoms (sweating and shivering). He ate a snack and drank some apple juice immediately. He did not received treatment by a healthcare professional. At approximately 12:00 p.m., he was feeling better. When he arrived home, at 5:00 p.m., he tested his blood glucose level with his second one touch ultrasmart meter and the result was about 380 mg/dl. The pt is using an insulin pump and he usually tests his blood glucose 5 times a day. The pt did not want to state his basal regimen. His bolus is: for every 12 units of carbohydrate, he takes 1 unit. To lower high blood glucose levels he takes 1 unit to lower his blood glucose level for 40 mg/dl. His goal range is 100 to 120 mg/dl. This complaint is being reported, as the pt alleged he was unable to test on his meter and soon after became hypoglycemic. Additionally, the meter issue was not resolved with troubleshooting. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.